Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086011) on 02-may-2019. The most recent information was received on 13-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fatigue ("fatigue/feeling as if one hadn't slept in 48 hours while carrying a boulder(regardless of how many hours slept)") and fibromyalgia ("fibromyalgia") in a female patient who had essure (batch no. 625644) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: joint test. Saw a rheumatologist to double check the diagnosis and he confirmed it. Did blood work that showed elevated sed. Concomitant products included calcium;vitamin d nos (calcium;vitamin d), salbutamol, vitamin d nos and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion hospitalization), fibromyalgia (seriousness criterion disability), loss of personal independence in daily activities ("impacted my life on a daily basis"), feeling abnormal ("cognitive difficulties/brain fog"), memory impairment ("daily instances of forgetting details important to my job and personal life"), joint swelling ("swelling / inflammation around my body including wrist"), swelling face ("swelling / inflammation around my body including/ face"), peripheral swelling ("swelling / inflammation around my body including/legs/hand swelling"), abdominal distension ("swelling / inflammation around my body including/abdomen swelling"), gluten sensitivity ("gluten intolerant"), menopause ("menopause"), loss of libido ("no sex drive"), urinary incontinence ("urinary incontinence"), arthralgia ("chronic joint pain mostly ih hands/hips"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), acne ("acne"), hair texture abnormal ("hair became very dry"), trichorrhexis ("hair/excessive breakage"), alopecia ("hair/shedding"), vision blurred ("blurred vision"), uterine fibrosis ("uterine fibrosis"), inflammation ("swelling / inflammation around my body including/ face/legs/hands") and arthritis ("swelling / inflammation around my body including/wrist") and was found to have red blood cell sedimentation rate increased ("elevated sed") and weight increased ("weight gain-30lbs(lost 6 lbs within 2 weeks of removal)"). The patient was treated with surgery (removal of uterus,cervix, both fallopian tubes and ovaries). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fibromyalgia, loss of personal independence in daily activities, feeling abnormal, memory impairment, joint swelling, swelling face, peripheral swelling, abdominal distension, red blood cell sedimentation rate increased, gluten sensitivity, menopause, loss of libido, urinary incontinence, arthralgia, vitamin d deficiency, vitamin b12 deficiency, hair texture abnormal, trichorrhexis, alopecia, vision blurred, uterine fibrosis, inflammation and arthritis outcome was unknown, the fatigue had resolved and the weight increased was resolving. The reporter considered abdominal distension, acne, alopecia, arthralgia, arthritis, fatigue, feeling abnormal, fibromyalgia, gluten sensitivity, hair texture abnormal, inflammation, joint swelling, loss of libido, loss of personal independence in daily activities, memory impairment, menopause, pelvic pain, peripheral swelling, red blood cell sedimentation rate increased, swelling face, trichorrhexis, urinary incontinence, uterine fibrosis, vision blurred, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: an injury (hospitalization/disability/permanent damage, and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-may-2019: quality safety evaluation of ptc. Incident- we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5086011) on 02-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain"), fatigue ("fatigue/feeling as if one hadn't slept in 48 hours while carrying a boulder(regardless of how many hours slept)") and fibromyalgia ("fibromyalgia") in a female patient who had essure (batch no. 625644) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: joint test. Saw a rheumatologist to double check the diagnosis and he confirmed it. Did blood work that showed elevated sed. Concomitant products included calcium, cyanocobalamin, salbutamol and vitamin d nos (vitamin d). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue (seriousness criterion hospitalization), fibromyalgia (seriousness criterion disability), loss of personal independence in daily activities ("impacted my life on a daily basis"), feeling abnormal ("cognitive difficulties/brain fog"), memory impairment ("daily instances of forgetting details important to my job and personal life"), joint swelling ("swelling / inflammation around my body including wrist"), swelling face ("swelling / inflammation around my body including/ face"), peripheral swelling ("swelling / inflammation around my body including/legs/hand swelling"), abdominal distension ("swelling / inflammation around my body including/abdomen swelling"), gluten sensitivity ("gluten intolerant"), menopause ("menopause"), loss of libido ("no sex drive"), urinary incontinence ("urinary incontinence"), arthralgia ("chronic joint pain mostly ih hands/hips"), vitamin d deficiency ("vitamin d deficiency"), vitamin b12 deficiency ("vitamin b12 deficiency"), acne ("acne"), hair texture abnormal ("hair became very dry"), trichorrhexis ("hair/excessive breakage"), alopecia ("hair/shedding"), vision blurred ("blurred vision"), uterine fibrosis ("uterine fibrosis"), inflammation ("swelling / inflammation around my body including/ face/legs/hands") and arthritis ("swelling / inflammation around my body including/wrist") and was found to have red blood cell sedimentation rate increased ("elevated sed") and weight increased ("weight gain-(B)(6)(lost (B)(6) within 2 weeks of removal)"). The patient was treated with surgery (removal of uterus, cervix, both fallopian tubes and ovaries). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, fibromyalgia, loss of personal independence in daily activities, feeling abnormal, memory impairment, joint swelling, swelling face, peripheral swelling, abdominal distension, red blood cell sedimentation rate increased, gluten sensitivity, menopause, loss of libido, urinary incontinence, arthralgia, vitamin d deficiency, vitamin b12 deficiency, hair texture abnormal, trichorrhexis, alopecia, vision blurred, uterine fibrosis, inflammation and arthritis outcome was unknown, the fatigue had resolved and the weight increased was resolving. The reporter considered abdominal distension, acne, alopecia, arthralgia, arthritis, fatigue, feeling abnormal, fibromyalgia, gluten sensitivity, hair texture abnormal, inflammation, joint swelling, loss of libido, loss of personal independence in daily activities, memory impairment, menopause, pelvic pain, peripheral swelling, red blood cell sedimentation rate increased, swelling face, trichorrhexis, urinary incontinence, uterine fibrosis, vision blurred, vitamin b12 deficiency, vitamin d deficiency and weight increased to be related to essure. The reporter commented: an injury (hospitalization/disability/permanent damage, and serious important medical events) was mentioned but not specified and /or assigned to one of the events. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.